Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 900 mg/dl. The customer's current blood glucose was 60 mg/dl. Customer had symptoms such as abdominal pain. Customer was hospitalized for high readings. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was not performed. The insulin pump was not returned for analysis.